Event description:
The customer's wife reported she bought for the customer a new box of precision sure-dose syringes and while she was taking the bags out of the box, a syringe needle punctured her right thumb through the bag. The customer's wife also reported she noticed that the syringe did not have the orange cap. She reportedly experienced lightheadedness, but at the time of the event, no third-party medical intervention was required and no medications were reportedly taken. During an adc customer service follow-up call to the customer's wife, she reported she took a tetanus shot due to event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once the product is returned, and investigation results are available.